Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region 22#, its non-osseointegration was observed. No further information was provided.